Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis confirmed that the right ventricular (rv) lead was damaged from the surgical scalpel during revision. Visual observations noted set screw marks on the terminal pin and ring. There was a cut and blood or body fluid in the lead insulation was observed. There was also blood in the helix housing and past the neck region. The tip and helix are intact and undamaged and was determined that this did not cause the perforation. The lead was clinically out of specification and the damage in the lead insulation was induced in the field.

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead had perforated into the rv apex. A scan revealed that the lead helix was distal to the rv heart muscle. During the lead revision procedure, this lead was accidentally damaged by the surgical scalpel, after which it was explanted. A replacement lead was implanted by the physician. No additional adverse patient effects were reported.